Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of a common femoral artery was attempted using a perclose proglide device. Reportedly, the suture broke. The device was removed and a starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the proglide and starclose se devices. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. Analysis of the device indicated that a posterior needle-to-cuff miss occurred which would have resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. In addition, the entire suture was returned undamaged outside of the device. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture break incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.